Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was recently hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of the incident was 990 mg/dl. Caller was not wearing the insulin pump at the time of the incident, but had been off for less than 48 hours. The customer reported that she was vomiting and disoriented. Troubleshooting was not completed. The insulin pump was not replaced or returned for analysis.